Event description:
The customer reported that the system intermittently failed to complete a boot sequence. There is no report of death or serious injury.

Manufacturer narrative:
A ge service representative performed an investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to b working as intended and put back into service.